Event description:
Device 1 of 3. Reference MFR report #s 1627487-2012-00667 and 1627487-2012-00668. The patient's (B)(6) scs system included two percutaneous leads from different lots. It was reported the patient had lost stimulation due to migration of the leads. Surgical intervention was undertaken to address this issue. The patient's percutaneous leads were replaced with a surgical lead. During the procedure, it was observed the ipg had a small nick and a bubble on its surface. As such, the ipg was replaced as well. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.